Event description:
It was reported that for an interventional procedure to the left anterior descending, the 4 x 12 mm nc trek rx balloon was prepped outside of the patient. After insertion of the balloon dilatation catheter at the lesion, the balloon would not inflate. The indeflator was changed but the balloon would still not inflate. There was resistance upon withdrawal and the shaft of the device broke into 2 pieces near the hub. All parts of the device were removed. A non-abbott device was used to complete the procedure. There were no adverse patient effects and no clinically significant delay reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: evaluation of the returned nc trek dilatation catheter noted dried contrast visible in the inflation lumen, loosely folded balloon, and on the proximal end of the hypotube, consistent with preparation and inflation attempted. The hypotube shaft was separated 1 mm to the distal edge of the nose piece, confirming the reported separation. Both sections were returned. The fracture faces were ovaled as if kinked prior to separation. The outer jacket was torn and stretched. Difficulty inflating the balloon can be affected by, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, inflation technique when using the product and accessory device support, unevenly trimmed hypotube jacket material in the inflation port (hub) causing a valve when inflated or deflated and blocking the flow of contrast in or out of the balloon, and/or contamination in the inflation lumen and inner diameter of the shaft. Using a new indeflator filled with water, and a luer, inserted the separated hypotube into the luer and tightened the cap. The indeflator was then pressurized to the rated burst pressure (rbp) of 18 atmospheres (atm). The balloon inflated and held pressure. Negative pressure was applied and the balloon deflated into folds. Using a mixture of 1:1 gastrografin and colored water, the balloon was pressurized to 18 atm and the inflation and deflation times were measured and met manufacturing criteria. There was no report of any damage or leak in the catheter noted during preparation for use, which would suggest that a product deficiency did not contribute to the reported difficulties. In this case, it is possible there was a faulty connection between the hub of the catheter and the inflation device, resulting in the difficulties inflating the device. Return analysis noted the balloon was loosely folded which suggests that positive pressure was applied to the catheter. As the balloon folds would open slightly due to the positive pressure applied, this would enlarge the profile of the balloon, therefore contributing to resistance during retraction. Further manipulation of the hypotube as resistance was encountered would have contributed to the hypotube kinking and ultimately separating; however, the initial cause of the difficulties inflating the balloon could not be determined. A review of the lot history record for the reported lot revealed no associated nonconforming material records, indicating all lot release testing met specification. A query of the complaint handling database for the reported lot revealed no similar incidents reported for inflation issues, difficult to remove, or hypotube separations. The profile dimensions on all dilatation catheters are confirmed by visual and dimensional checks on the manufacturing line before release. Additionally, all dilatation catheters are visually inspected online for damage. All dilatation catheters are visually inspected and leak tested prior to packaging. Additionally, a sampling of units is destructively tested to verify rated burst pressure and catheter lumen integrity.